Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error and damage. The customer¿s current blood glucose level was 4.2 mmol/l at the time of the incident. The customer reported the insulin pump clip slider is broken off. The customer also had a power system error. The customer did troubleshoot the issue, however was unable to clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error alarms noted during testing; however, power error alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.